Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had poor communication on their programmer. Troubleshooting of securing the antenna did not resolve the issue. The patient repeated that ¿it¿s not working¿ and did not clarify if it was the implant or the programmer was not working. The patient was asked and could not confirm if there was a symptom return, they patient stated ¿it was not working the way it normally did¿ and demanded to be sent a replacement. The caller clarified that the internal device was no longer working in addition to the poor communication. The caller was redirected to the patient¿s healthcare provider to have the device checked. The patient refused to call their healthcare provider and demanded a new programmer. The patient disconnected before a replacement programmer could be sent. No patient symptoms were reported. No further complications were reported.